Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the physician attempted to flush the central lumen with guidewire but would not flush through. The wire was removed and flush was attempted but still unsuccessful. Physician decided to use new catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave is expected to be returned for analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the physician attempted to flush the central lumen with guidewire but would not flush through. The wire was removed and flush was attempted but still unsuccessful. Physician decided to use new catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was not observed in any state of the catheter. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis.